Event description:
It was reported that the customer had received a failed self test alarm every day for six days. The customer stated that he had issues where the insulin pump was losing contact with continuous glucose monitoring. The customer's blood glucose was unknown. Troubleshooting was done. Customer was able to bolus normally. Advised customer that the insulin pump needed to be replaced and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit alarmed failed self test during self test. Unit received with minor scratched lcd window and cracked reservoir tube lip.(B)(4)